Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil migrated to an unknown location of the body/ malposition of essure device location of device") and intestinal haemorrhage ("intestinal bleeding") in an adult female patient who had essure (ess205) (batch no. B40015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety in 2010 and depression in 2010. Previously administered products included for an unreported indication: effexor from 2010 to 2015 and ambien from 2010 to 2015. On (B)(6) 2013, the patient had essure (ess205) inserted. In 2014, the patient experienced device dislocation (seriousness criterion medically significant), intestinal haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("menorrhagia (abnormal bleeding)"). At the time of the report, the device dislocation, intestinal haemorrhage, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device dislocation, intestinal haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: could not see one of coils, tubes were occluded quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint) at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil migrated to an unknown location of the body/ malposition of essure device location of device") and intestinal haemorrhage ("intestinal bleeding") in an adult female patient who had essure (ess205) (batch no. B40015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety in 2010 and depression in 2010. Previously administered products included for an unreported indication: effexor from 2010 to 2015 and ambien from 2010 to 2015. On (B)(6) 2013, the patient had essure (ess205) inserted. In 2014, the patient experienced device dislocation (seriousness criterion medically significant), intestinal haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("menorrhagia (abnormal bleeding)"). At the time of the report, the device dislocation, intestinal haemorrhage, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device dislocation, intestinal haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: could not see one of coils, tubes were occluded. Most recent follow-up information incorporated above includes: on 5-oct-2018: pfs received - lot number was added. Historical conditions and medication were added. Product implant date was updated. New reporter were added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.